Manufacturer narrative:
A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for valve degeneration was confirmed based on provided medical record and available information to date. A review of the DHR, lot history did not indicate any manufacturing nonconformances that could have contributed to the reported event. A review of the IFU and training manuals revealed no deficiencies. During the manufacturing process, all sapien 3 ultra valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Per the instructions for use (IFU), structural valve deterioration (svd) is a potential adverse event associated with bioprosthetic heart valves. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, the patient had comorbidities (e.g. Htn, hld), which are known factors that may increase the risk for early valve degeneration. As such, available information suggests patient factors (pre-existing comorbidities) may have contributed to the complaint event. However, a definitive root cause was unable to be determined. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
As reported by the field clinical specialist, a patient with a 23mm sapien 3 ultra aortic valve implanted for 3 years and 2 months developed early valve failure due to stenosis with a mean gradient of 88mmhg. Per medical records, the patient presented with bioprosthetic structural valve deterioration/failure and was symptomatic with shortness of breath with activity, fatigue, and chest pressure. There was no mention of surgical/procedure date, however it is noted to discuss the possibility of alternative access for tavr to include trans-caval access. Per update received, the patient underwent a successful valve-in-valve procedure with a 23mm sapien 3 ultra resilia valve.

Event description:
As reported by the field clinical specialist, a patient with a 23mm sapien 3 ultra aortic valve implanted for 3 years and 2 months developed early valve failure due to stenosis with a mean gradient of 88mmhg. Per medical records, the patient presented with bioprosthetic structural valve deterioration/failure and was symptomatic with shortness of breath with activity, fatigue, and chest pressure. There was no mention of surgical/procedure date, however it is noted to discuss the possibility of alternative access for tavr to include trans-caval access.

Manufacturer narrative:
Investigation is ongoing.